Manufacturer narrative:
Date of expiration unk as lot no. Is not provided by reporter. (B)(4). Investigation is in progress.

Event description:
A celect filter was placed elsewhere in (B)(6) 2011 for deep venous thrombosis, preop knee surgery. The pt had pulmonary embolism despite the filter, now being anticoagulated and no longer needs the filter. Prior to removal, the filter fracture (secondary strut outside the inferior vena cava (ivc), existing struts perforating the ivc wall, the filter tilted into the left renal vein and hook incorporated. The physician was unable to snare the filter hook (incorporated). The filter was removed using the snare technique (minus previously fractured fragment). Per the physician, the foreign body will remain in the pt and should not cause a problem. The pt is doing well.